Event description:
Health professional reported left side rupture. Healthcare professional later reported "capsular contracture baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to medwatch submitted under (B)(4). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.